Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. The patient reported that the dexcom continuous glucose monitor (cgm) was reading 46 mg/dl but the actual blood glucose was 600 mg/dl. Symptoms reported include hyperglycemia, short breaths, feeling dizzy and anxiety. The patient called an ambulance and at the hospital was treated with fluids and insulin. The patient was released 18 hours later. Dexcom has been notified.

Manufacturer narrative:
In the case description, the user mentioned that their blood glucose values were high when checking manually but the dexcom app and omnipod 5 app showed blood glucose values as low. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no abnormalities that would indicate that the pod was receiving discrepant values from the sensor. The patient history buffer (phb) data shows that the pod was regularly receiving values from the sensor. The phb data showed that the system generated an automated delivery restriction alert on the date of occurrence while estimated glucose values were high due to the automated algorithm delivering at the max rate for an extended period of time. The alert was acknowledged and the system used in manual mode for the rest of the date of occurrence. Estimated glucose values were seen to decrease to urgent low levels while the system was in manual mode and the system was delivering the user's manual basal program regardless of estimated glucose values received. The system was determined to function as intended based on the estimated glucose values received by the pod. The exact cause of the reported discrepant blood glucose values could not be determined from the available logs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.